Manufacturer narrative:
(B)(4).

Event description:
The patient's ipg is depleted due to failure to recharge. The patient last charged her ipg approximately 4 years ago. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.